Event description:
The duett sealing device was deployed following a diagnostic procedure via a 5f sheath via the right arterial access. About 30-60 min. Post deployment signs and symptoms consistent with an arterial occlusion were noted, which was confirmed via angiogram. Treatment consisted of thrombolytic therapy. The pt then developed a hematoma on the left side. Bleeding at the right femoral access site also occurred, which was treated with a femstop. The pt's hemoglobin and hematocrit dropped significantly and the pt expired.